Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information, the patient line inadvertently separated from transfer set. The cause was undetermined.

Event description:
The customer contacted baxter's service center regarding a system error 2240 and system error 2367, which occurred on the homechoice (hc) during use during drain 4 of 5. Per the callscript, the technical service representative (tsr) determined the patient line became disconnected and the home patient (hp) reconnected to the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the hp caused a disconnection of the patient line by accident and there were no problems with the supplies or transfer set. The rn has spoken to the hp regarding the issue. The rn stated the hp has been continuing therapy successfully. The rn stated the hp has had no injury or medical intervention from the incident.